Event description:
The nurse noticed a small leak of total parenteral nutrition (tpn) when she assessed her patient. She opened the door of the alaris pump to see where the leak was coming from. When she opened the door, the tubing was bulging (looks like a tiny jp drain) under a blue connection that is not normally there. We cannot tell if the tubing was defective or the pump caused the tubing to bulge. The lot number I put in occurrence report is the tubing lot number. I have already sent this info to supply chain. We removed the pump and tubing from the patient and sent the pump to biomed. I kept the tubing in a bag. It does not appear that the patient got under/overdosed with tpn. Nicu patient. No harm to the patient.